Event description:
The reporter stated that meter to lab comparison tests were done, in a fasting state, an hour and a half apart. The reporter tested on meter at home with a result of 101 mg/dl, and then went for lab test, and had a result of 169 mg/dl. The reporter did not have any symptoms. A control test could not be done due to unavailability of supplies. No harm was alleged.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8